Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to chest pain and an interrogation was done. The patient's right ventricular (rv) lead exhibited undersensed beats on stored atrial tachycardia/atrial fibrillation episodes as well as pacing spikes. The rv lead remains in use. No further patient complications have been reported as a result of this event.